Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results that the event of tip detachment is confirmed based on the observed glass cap detachment. The identified glass cap detachment and circumferential fracture occurred due to elevated temperatures, near the laser beam output window. Analysis found the metal cap exhibited moderate charred debris adhesion on surface, which is indicative of tissue contact. It is probable that the tissue adhesion contributed to elevated temperature near the laser beam output window leading to the circumferential fracture and glass cap detachment. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures and glass cap detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap was also observed to be detached/separated from the fiber and was not returned. The metal cap exhibited moderate charred debris adhesion on surface, which is indicative of tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture and glass cap detachment. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip detached inside the patient after 227,902 joules and 33 minutes of use. The fiber tip remained in the tissue until the end of the procedure, and it was removed from the patient body with forceps. No further information was provided.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip detached inside the patient after 227,902 joules and 33 minutes of use. The fiber tip remained in the tissue until the end of the procedure, and it was removed from the patient body with forceps. No further information was provided.